Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of lot# 201707309 on the lot# involved on a total of (B)(4) hybrid glenoids manufactured with this lot#. No other complaints reported on this lot#. We will send a final MDR once the investigation will be completed.

Event description:
During a shoulder surgery, some difficulty was experienced when trying to properly seat the hybrid glenoid - model # 1379.59.302, lot# 201707309 - in a very sclerotic patient's bone. According to the info reported, surgeon decided to remove the component for drilling again the central peg but, when removing glenoid with a curved osteotome, the poly part came out of the tt peg. Surgeon then had to remove the peg, re-drill and implant a second hybrid glenoid which seated better. Ten minutes of reported surgery time due to this issue. Surgeon satisfied with final outcome. Event happened in us.

Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of lot# 201707309 on the lot# involved, on a total of 35 smr tt hybrid glenoids manufactured with this lot#. No other complaints reported on this lot#. Patient's bone quality ("very sclerotic bone") probably resulted in difficulties during the bone drilling phase leading to a non-correct seating of the implant. The surgeon decided for removing the implant to re-drill the bone and achieve a correct implant seating. According to the info reported, surgeon used an osteotome to remove the implant by applying a lever out force on the polyethylene component. The use of the osteotome, not described in the surgical technique, implied the application of a non-physiological load that contributed to the disassociation of the baseplate from the peg. In conclusion, the dissociation of the polyethylene baseplate from the metal peg of the smr tt hybrid glenoid was due to an improper use of the device and is not related to a product malfunctioning/defect. An improvement of the smr tt hybrid glenoid drill 9013.79.500 (v. 01) was introduced to reduce the risk of incorrect implant seating, especially in cases of sclerotic bone. This activity was initiated, as a preventive action, before being aware of this case. No other similar cases reported to limacorporate on a total of 469 smr tt hybrid glenoid implanted worldwide since 2017. Limacorporate will keep monitoring the market on the reoccurrence of this event.

Event description:
During a shoulder surgery, some difficulty was experienced when trying to properly seat the smr tt hybrid glenoid - model # 1379.59.302, lot# 201707309 - in a very sclerotic patient's bone. According to the reported information, the surgeon decided to remove the component for drilling again the bone but, when removing glenoid with curved osteotome, the poly part came out of the tt peg. Surgeon then had to remove the peg, re-drill and implant a second smr tt hybrid glenoid which seated better. The surgeon was satisfied with the final outcome. Surgery time prolonged of 10 minutes.event happened in us.